Event description:
It was reported that air bubbles were observed intermittently. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer declined further troubleshooting with tandem technical support; therefore, no additional information could be obtained.